Event description:
Additional information received from the hcp reported that secondary to a previous surgery the patient quit using his device for some time. When he felt ready to use it again, he was unable to turn it on or establish coupling. The hcp met with patient and performed a pmr, with device coming back after approximately 45 minutes. The device was reset device and the patient felt stimulation in the needed areas. The hcp later met with the patient for programming, and there were no complaints or abnormal impedance values.

Manufacturer narrative:
(B)(4). Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4); antenna model 37092, lot# 262060001.

Event description:
It was reported that the patient fell forward and landed on the right side of his body. His neurostimulator was implanted in his right buttocks. Stimulation was fine for 3 days, but then the patient could not connect using the patient programmer, and could not recharge. Using the antenna locate feature, the patient was able to get numbers up to 72, but that didn't allow communication. It was possible that the neurostimulator was flipped. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had no concerns with his device or therapy.